Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump alarmed multiple no delivery alarms in the past 15 hours. No delivery alarm was explained to the customer. Troubleshooting was performed. Blood glucose level was 60 mg/dl, treated with soda. Customer was advised to run a manual prime of five units, no alarm noted. Customer did a bolus of eight units into the air and the device alarmed at 3.35 units. Customer was advised to inspect reservoir and infusion set, no damage noted reconnected. Customer was advised to rewind device and fill at 5 units the device went to 5.6 units, no alarm noted. Customer was advised to fill cannula, device alarmed immediately. Cleared alarm and device alarmed again. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.